Manufacturer narrative:
On (B)(6) 2017, the contact reported that the customer was no longer having issues the blood glucose level. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a low blood glucose (bg) level (range of extreme low-41 mg/dl). A school nurse assisted the customer by providing glucose pills and crackers. During troubleshooting with tandem technical support, the pump settings were found to have been incorrectly entered into the pump. Reportedly, the contact discussed the pump settings with a healthcare provider.